Event description:
The pt was scheduled for a medial onlay partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After completing resection of the femur and achieving tibial checkpoint accuracy values just within acceptance criteria, intermittent burr shutoffs occurred during tibia resection. The issue could not be resolved through the normal intra-operative troubleshooting steps, so the surgeon determined the proper course of action was to convert to a total knee arthroplasty procedure.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Immediately following the event, mako field service inspected the system. It was found that the burr motor malfunctioned due to an electrical short. It was also determined that the issue was not related to user error. The defective motor was returned to the vendor for warranty placement and subsequently replaced.